Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed that the item was dispensed without requiring national drug code (ndc) information. No information was provided on prompt for entering an ndc. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the station was asking for ndc while issuing a medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.